Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated, and the customer's indicated failure mode for safety shield separation was observed. Additionally, the samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the photos and samples, the customer¿s indicated failure mode for safety shield separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle the safety shield broke off from 21g straight needle. Material no: 368607, batch no: 8318929. The following information was provided by the initial reporter: concern description: safety shield broke off from 21g straight needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle the safety shield broke off from 21g straight needle. Material no: 368607, batch no: 8318929. The following information was provided by the initial reporter: concern description: safety shield broke off from 21g straight needle.